Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed . The evaluation revealed one of the returned anchors to be broken into fragments. All potentially related measurable critical dimensions were found to be within specification. Typically this type of event is caused by preparing a pilot hole that is too small, inserting the implant at an angle that is not co-axial to the pilot hole, and impacting the driver before the laser line is flush with the surface of the pilot hole. Device history record revealed nothing relevant to this event. This is the first complaint of this type for this part/lot number combination. The potential causes of this event are being communicated to the event reporter.

Event description:
Four attempts resulted in broken anchors. Patient had very hard bone. When surgeon tapped to get anchor to seat, they broke. One of the anchors broke when halfway inserted. Surgeon was satisfied it was holding. Additional anchor was not inserted on top.